Event description:
A pt reported experiencing inaccurate erratic results with a ft meter. The pt's blood glucose results were 54mg/dl, 206mg/dl, 256mg/dl. Tests were done within < 10 minutes with a difference of 69%. Pt did not experience any adverse events. No further info has been reported.